Manufacturer narrative:
After the catheter sheath introducer was inserted the physician inserted the smart control stent delivery system. However, he was unable to advance the sds through the proximal shaft. After several trials of advancing stent shaft, he verified the proximal part of sds was stuck in the middle of the csi. As he withdrew both the csi and the sds together the stent dislodged from the shaft of sds and was removed safely. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The returned product exhibited a broken/fractured shaft. However, the account states that this most likely occurred during shipping/handling of the product for return. One non sterile smart control 6 x 100 mm was received coiled inside of a plastic bag. The locking pin was received at the correct location. The stent was not received for analysis. The inner body presented several kinked conditions. The outer sheath was broken/separated at the distal section (the separated part was not received, however was compared with a lab sample and missing approximately 34 cm for its overall length. An elongated condition was observed beside of the broken area. The sds was introduced into a 6 fr lab sample sheath introducer and no resistance or friction was felt. Due to the condition of the unit received for analysis (broken/separated) the deployment process could not be performed. The outer sheath outer diameter (od) was measured at several locations and near to broken section the values were found out of specification due an elongated condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure by the customer as sds-resistance/friction outer sheath was not confirmed since during insertion-removal the sheath introducer lab samples no resistance or friction was felt. The sds-deployment difficulty premature deployment could not be evaluated owing to the received condition of the device and since the stent was not returned for analysis. The cause of the failures experienced by the customer during procedure could not be conclusively determined; however it don't appear to be manufacturing related; procedural factors and handling may have contributed to failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. With the limited amount of information available and without return of the entire product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
After catheter sheath introducer was inserted, physician inserted smart stent 6-10cm into the csi. As he tried to advance it, he felt something blocked through the stent proximal shaft. After several trials of advancing stent shaft, he verified the proximal part of smart stent was stuck in the middle of sheath canula. He withdrew both csi and stent assembly together. In the process of this, stent was dislodged from the shaft of smart stent. However, both of them were out of the patient puncture site safely. Physician inserted new csi and did pta again.

Manufacturer narrative:
The product is available but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.